Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: va1qxrm, implanted: (B)(6) 2018, product type: lead; product ID: 388928. Lot#: va1qxrm, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(6), ubd: 25-apr-2022, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during a lead and ins replacement surgery, reported in manufacturer report# 3004209178-2018-22505, the impedances were still out of normal range (above 2,000 ohms) with the new lead and ins. The motor response was good. The issue was not resolved at the time of this report. Awaiting information on therapy outcome was noted. The patient was alive with no injury. Additional information was received from the manufacturer representative reporting that the cause of the high impedances was unknown. No additional actions or interventions were taken to resolve the out of range impedances. Therapy outcome of stimulation was being awaited as it may take several days to weeks until therapy effect is measurable. Follow up wasn¿t expected until (B)(6) 2018. No further complications were reported or anticipated.